Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 404 mg/dl at the time of the incident. Another blood glucose level was over 400 mg/dl. The customer declined troubleshooting for high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that they changed infusion set before bed and woke up with high blood glucose. The device will not be returned for analysis.